Event description:
It was reported that the patient's entire driveline had been covered in rescue tape on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Main investigation conclusion the report of the damaged driveline that was covered with rescue tape was confirmed through the submitted photos. A specific cause as well as a direct correlation of the reported events to the heartmate ii lvas, (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient's entire driveline had been covered in rescue tape on (B)(6) 2021. Additional information revealed that a picture of the damage driveline was submitted. The bionate layer was intact, and covered with rescue tape. Evaluation of the submitted photo confirmed driveline damage as evidence of the exposed bionate layer. The rest of the driveline was covered with rescue tape, hiding any damage underneath it. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.